Event description:
An ipp device was implanted on 11/20/89. The pump was revised on 11/9/92. A revision surgery was performed on 10/16/93. The entire device was removed from the pt on 4/30/94 due to extrusion of pump. Add'l lot/ser#: ni.